Manufacturer narrative:
The programmer locking-up could not be replicated. An error code was found in the data log and hard drive performance was found to be sub-optimal. The hard drive was replaced. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was re-imaged, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would lock up. It was further reported that the programmer displayed the message, "serious programmer error," several times. The programmer was returned for service. No patient complications have been reported as a result of this event.